Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k101880.

Event description:
It was reported the mount connection fractured and was removed. Another implant has been placed in order to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned implant identified that the mount fractured at hexed area. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was moderate bone density (type ii). The reported device was at tooth location 26 (fdi). The implant was placed and removed on the same day. Device history record (DHR) review was completed for the subject lot number (1254788). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: mount. Therefore, based on the available information, device malfunction did occur, and the reported event of mount fracture was confirmed.